Event description:
It was reported that the patient's pacemaker exhibited far r wave noise over-sensing resulting in inappropriate automated mode switch (ams) episodes. Programming changes were recommended. No patient symptoms or intervention was reported.